Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: from follow-up computed tomography (CT) magnetic resonance imaging (MRI): there is evidence of thrombus. No evidence of device issues. Patient outcome: no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a 72-year-old male patient with aneurysm, who is enrolled in 17-13 study, was treated with zta-p-36-161 (complaint device) and tbranch. Proximal and distal neck were reported as parallel. Intended proximal seal zone was zone 4: end of zone 3 to mid-descending aorta - t6. Intended distal seal zone was zone 5: mid descending aorta to celiac. Segment of aorta into which deployment of the device was intended, was reported with angle less than 45 degrees. Length of proximal sealing zone was 30mm, and length of distal sealing zone was 35mm. Maximum diseased aortic diameter was 63mm, maximum diameter in aortic arch was 33mm, maximum diameter in descending thoracic aorta was 44mm, proximal neck was 33mm, distal neck was 35mm. There were not any significant medical problems or complications developed during study procedure. There was no evidence of endoleak(s) at the completion of procedure. The patient prescribed aspirin at the time of discharge. 1-month follow-up CT ((B)(6) 2021/19 days post-procedure) revealed a thrombus in zta-p-36-161. There was no evidence of device issue or endoleaks. 12-month follow-up CT ((B)(6) 2022/ 402 days post-procedure) revealed a thrombus in zta-p-36-161. There was no evidence of device issue or endoleaks. There are currently no adverse events or secondary interventions entered in the system for this patient. Currently patient remains in the study. Review of the device history record gave no indication of the device being produced out of specification. Several attempts to obtain additional information have been made, but no further info is received. No imaging was provided either. Based on the limited provided information it has not been possible to establish the cause of the thrombus formation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.